Event description:
A malfunction was reported on the customer's pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer¿s pump was included in a field correction, and they had acknowledged receipt of the email notice. Technical support arranged for the pump to be replaced, and the customer was advised on the necessary steps to store and return the malfunctioning pump. A replacement pump with updated software was sent to the customer. Customer reverted to an alternative method of insulin therapy.